Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit upon arrival, fully calibrated system and fully inspected the fill manifold. The fse later clarified that after calibrating the unit, there was no sign of leak after inspecting entire unit. The product passed all functional/safety testing. The unit was returned to the customer.

Event description:
N/a.